Event description:
Indication: type 1 diabetes mellitus with diabetic autonomic {poly] neuropathy; type 1 diabetes mellitus with stable proliferative; diabetic retinopathy, bilateral ; type 1 diabetes mellitus with diabetic polyneuropathy; neonatal diabetes mellitus; type 1 diabetes mellitus without complications; unspecified asthma, uncomplicated. Event: patient reported while trying to inject, pen slipped and all of the medication flowed out no adverse events reported, unknown if patient missed dose, unknown if device is available for return. No further information provided. Unknown if specialist is aware. Reported to (B)(6) by pt/caregiver.